Event description:
It was reported that the patient got inappropriate shocks due to an incomplete breach of the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.